Event description:
This 44-year-old female underwent bilateral augmentation mammoplasy in june 1985. Silicone implants with polyurethane were implanted at another facility, thus the MFR is unknown to this reporting facility. The pt has developed hardening surrounding her implants and such systemic complaints as joint pain and chose removal of the implants. Gross exam: both implants had fenestrations which exuded sticky, stringy viscous gelatinous colorless material. The capsules both demonstrated histocystic infiltrates.